Event description:
It was reported that the sensing/detection issues were oversensing, pacing inhibition, and noise. The diagnostic issue indicated that impedance was less than 200 ohms. Lead was capped/abandoned on (B)(6) 2016.